Event description:
The event is reported as: it was found that air flow was lost while in use. Also the connection to the flowmeter was unstable. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for eval, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.